Event description:
During a procedure the probe tip of the subject device broke off. The broken piece of the probe was retrieved. The device was used for two times. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.